Manufacturer narrative:
The product was returned for evaluation. Customer report of " it became unable to measure blood temperature (bt) during use." Was confirmed. The catheter was connected to vigilance ii monitors (monitor ID: l1-005). Vigilance ii error message displayed "check thermistor connection". The thermistor was found to have an intermittent open condition at the thermistor bead when flex the catheter tip. No visible inconsistencies were observed on eeprom data. Thermal filament circuit were continuous. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. No visible damage to catheter body was noted. Visual examinations were performed under microscope at 10x magnification. All through lumens were tested for patency and leakage as follows: a 12cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, entire catheter was immersed in water and pressurized by compressing the syringe plunger. All through lumens were patent without any leakage or occlusion. The lot number was provided and a device history record review was completed; the device met specification upon distribution. The complaint was confirmed as related to the manufacturing process. A risk assessment was previously completed for this type of issue; corrective actions were also implemented. No further actions will be taken at this time.

Event description:
The report stated that "it became unable to measure blood temperature (bt) during use. The catheter was used in a surgery for aortic valve replacement (avr) and the measurements were running properly. After the patient was moved to ICU, however, bt measurement became unstable and shifted between 31-36 degrees c. Other measurements, such as co value, also became abnormal. After that, "check thermistor connection" error message was observed." No patient injury was reported.